Manufacturer narrative:
According to initial reports "surgeon implanted a 28 mm pulmonary sg serial number: (B)(6). Now with conduit stenosis or 65 mm peak by echo." Date of implant on (B)(6) 2022. This investigation is relegated to sgv00, sid: (B)(4), donor no. (B)(4). The tissue remains implanted and will not be returned. A review of the information was performed, and it was confirmed that all records were controlled, available for review, and met all specifications. No findings were identified that could have contributed to the reported event. The certificate of assurance for pulmonary valve & conduit sg (sgpv00) (B)(4) was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes. No graft specific ncs were identified for this tissue. During the final inspection of this graft, the dilator should fully occupy the valve orifice at the level of the basal ring and should fully engage the annular circumference at the basal ring and fit without distention. As part of inspection of the graft, the final label measurements are determined by the inspector. The inspector¿s training records were reviewed. No findings were identified that could have contributed to the reported event. The information in our implant summary database indicates that this allograft was implanted in a 40- year-old male on (B)(6) 2022 for a ross procedure. No additional information regarding the incident implant is available currently. It was reported to artivion on (B)(6) 2023, 13 months post-operative, that the patient is presenting with conduit (sgpv) stenosis diagnosed by echo. No tissue was explanted, and nothing was returned to artivion for further evaluation. Cryopreserved pulmonary homografts have long been the conduit of choice to replace the pulmonary autograft and very little data exist to support the use of alternate rv-pa conduits for the ross procedure (brown 2008, mazine 2018). Albeit stenosis has been reported with the use of cryopreserved cardiac allografts and is listed in the sgpv instructions for use (IFU). As stated above, stenosis has been reported with the use of cryopreserved cardiac allografts and are listed in the sgpv IFU. The root cause of the reported event approximately 13 months post operatively remains unclear. Adequate precautions are provided in the IFU. A complaint and recall query was performed for sgpv00 sid: (B)(4), donor number (B)(4) to identify previously reported complaints or recalls associated with this serial/donor number. No complaints or recalls were identified for this serial/donor number. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. The processing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec. Additional manufacturer narrative 2nd paragraph - typo to the sid: (B)(4). Correct sid: (B)(4).

Manufacturer narrative:
According to initial reports "surgeon implanted a 28 mm pulmonary sg serial number (B)(6). Now with conduit stenosis or 65 mm peak by echo." Date of implant (B)(6) 2022. This investigation is relegated to sgv00, sid (B)(6). The tissue remains implanted and will not be returned. A review of the information was performed, and it was confirmed that all records were controlled, available for review, and met all specifications. No findings were identified that could have contributed to the reported event. The certificate of assurance for pulmonary valve & conduit sg (sgpv00) (B)(6) was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes. No graft specific ncs were identified for this tissue. During the final inspection of this graft, the dilator should fully occupy the valve orifice at the level of the basal ring and should fully engage the annular circumference at the basal ring and fit without distention. As part of inspection of the graft, the final label measurements are determined by the inspector. The inspector¿s training records were reviewed. No findings were identified that could have contributed to the reported event. The information in our implant summary database indicates that this allograft was implanted in a 40- year-old male on (B)(6) 2022 for a ross procedure. No additional information regarding the incident implant is available currently. It was reported to artivion on (B)(6) 2023, 13 months post-operative, that the patient is presenting with conduit (sgpv) stenosis diagnosed by echo. No tissue was explanted, and nothing was returned to artivion for further evaluation. Cryopreserved pulmonary homografts have long been the conduit of choice to replace the pulmonary autograft and very little data exist to support the use of alternate rv-pa conduits for the ross procedure (brown 2008, mazine 2018). Albeit stenosis has been reported with the use of cryopreserved cardiac allografts and is listed in the sgpv instructions for use (IFU). As stated above, stenosis has been reported with the use of cryopreserved cardiac allografts and are listed in the sgpv IFU. The root cause of the reported event approximately 13 months post operatively remains unclear. Adequate precautions are provided in the IFU. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. The processing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
According to initial reports received 10may2023, surgeon implanted a 28 mm pulmonary sg serial number (B)(6). Now with conduit stenosis or 65 mm peak by echo." Date of implant - (B)(6)2022. This investigation is relegated to sgv00, sid (B)(6). No additional information forthcoming.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.